Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the display on his onetouch ultralink meter is cracked. The following complaint was classified based on information obtained from the customer service representative (csr). The patient reportedly discovered the alleged issue three hours prior to contacting lfs. The patient manages his diabetes with insulin (via insulin pump). Prior to discovering the reported meter issue, the patient had consumed food. As a result of the alleged product issue, the patient reportedly administered insulin (at the same time after noticing the alleged product issue) that was based only on his food intake (dosage not specified). Subsequently, two hours later the patient reportedly developed symptoms of dry mouth and frequent urination, and at an unclear time later the patient reportedly administered an additional 6 units of novolog as self-treatment. During troubleshooting, the csr noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.